Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the main shaft tubing was torn and stretched open from distal end near the butt bond. No evidence of fluid ingress was noted at the site of the fracture and the butt bond seal appears intact. The luer was missing and was not returned with the device. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template. Both the right and left curves did not pass. X-ray indicated a broken right position wire.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. During an ablation procedure to treat premature ventricular contraction a intellanav mifi open-irrigated catheter was selected for use. It was reported that the catheter could not bend normally and discharge was unstable. The catheter was exchanged and the procedure was completed successfully. However, device analysis revealed torn and distal shaft tubing is torn/stretched and a missing luer.